Manufacturer narrative:
H4: the lot was manufactured from july 17, 2018 - july 19, 2018. H10: the device was received for evaluation. Visual inspection was performed which revealed that the right side seal of the primary packaging was opened approximately 2 inches. No damage or contamination was observed of the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an em2400 valve set was unsealed/opened. The customer described the issue as, ¿one set has been found with a open fissure at the joint¿. This was identified prior to patient use. There was no patient involvement. No additional information is available.